Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set-up joint (dsuj) due to error 23008. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed error 23008 indicating that pot to encoder error coupled with error 23007 indicating high command velocity during wiggle test on the suj tornado. Upon visual inspection no issues were found which would be related to the reported event. The unit was installed onto a golden system where error 23008 occurred confirming the reported problem. Tested the distal on a patient side cart fixture test platform (pftp) where it failed the tornado twang test. The complaint was confirmed based on failure analysis. Failure analysis determined the motor module rotor to be the potential root cause of the reported problem.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that repeated 23008 errors occurred against universal surgical manipulator (usm3). The customer power cycled the system and performed an emergency power off. The intuitive surgical inc (isi) technical support engineer (tse) explained that the error would require a system component replacement. The tse explained that usm3 could be disabled to use the system as a three-arm system. The customer stated that they would need all four usms for the procedure. Usm3 was disabled successfully. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.